Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited oversensing of noisy signals that resulted in a false signal artifact monitor (sam) episode. The sam episode and noisy signals were a result of an external electromagnetic interference (emi). The device remains in service. No adverse patient effects were reported.